Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited intermittent display of real-time egms. The real-time egms would flat line. After removing and replacing the wand over the device, it allowed the egms to reappear. The physician decided to explant and replace the device.